Event description:
Caller reported cgm error 42 occurring three or more times on their pump without attempting a reset within the last 24 hours. Blood glucose level was not adversely impacted by the error. Customer continued to use the pump for insulin therapy.